Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 525 mg/dl and diabetic ketoacidosis. The customer did not mention if they were hospitalized or if they had any symptoms due to their high blood glucose. Troubleshooting found that the customer did not treat their blood glucose levels and the customer declined to further troubleshoot.  Product will not return for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.